Event description:
Related manufacturer report number: 2017865-2018-15600. It was reported that the right ventricular (rv) lead was repositioned due to high impedance and high capture threshold. During the repositioning procedure, it was noted that the screw of the device could not be tightened. The device was explanted and replaced and the lead was successfully repositioned to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: upon receipt, the device was interrogated using a programmer and the device image (entire memory contents) was obtained. Analysis of the device found the ventricular setscrew inset to be fully stripped (100%) by the torque wrench. The stripped inset prevented proper engagement of the torque wrench with the setscrew. No anomalies or foreign material contamination was found in the header that could have caused the setscrew to strip. Generally, the setscrew/insets can get stripped if the torque wrench is inserted incorrectly or if excess force is applied while engaging the torque wrench in the setscrew inset. The pacemaker was functionally tested and no anomalies were identified. The reported field event of difficulty tightening the header setscrew was confirmed.